Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in needle broke. We had an issue with saf-t-intima, upon inserting a s/c saf-t-intima device, into resident¿s abdomen and withdrawing the sharp - the wire attached to the sharp broke and the sharp has not been seen. The first was removed and discarded still with the sharp unseen. The second one inserted, had the sharp retracted into the tubing and was not exposed and therefore would not puncture the skin. The third device used was successful. Resident was transferred to hospital, ultrasound was done and fortunately no needle found. It was faulty medical equipment. It could have caused harm to resident and it¿s not safe to use faulty invasive medical equipment. Please follow up. Case : (B)(4).

Manufacturer narrative:
DHR review: the complaint lot#3285030, assembly in suzhou plant1 on 2023.oct.19, lot quantity is (B)(4) review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no sample returned, no picture provided as well. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check stylet/needle crimping status, and check needle pull out function, all test results are within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information and the pictures provided, needle was not retracted together with guide wire, the crimping condition is a possible cause current manufacture process have taken control procedures as below to protect this kind of possible cause: 1. 100% inspection for incoming material, needle broken can be detected. 2. 100% inspection is performed for the needle/crimping status after stylet/needle crimping. 3. Check the pull force between stylet (guide wire) and needle at the beginning of each shift. 4. Qc in-process sampling check needle status and test the pull force above there is no sample returned, no picture to show the typical defect feature, the retained sample check result is within product specification, so we cannot identify the root cause.

Event description:
No additional information provided.